Manufacturer narrative:
Covidien reference number (B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and could not verify the reported complaint. The reported event could not be duplicated.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ht70 ventilator breath rate was double the set rate and was auto cycling. There was no patient involvement.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.